Event description:
A nurse reported that during cataract extraction by phacoemulsification, there was intermittent footswitch failure. The surgeon completed the procedure manually, and there was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and found no problems. The system was then tested and met product specifications. The customer had replaced the footswitch cord and resolved the problem. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).